Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error- patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell. The baxter technical service representative (tsr) explained the alarm to the home patient (hp). The hc alarmed se 2367. The hp stated he disconnected and reconnected from the patient line. The tsr had the hp recycle power. The patient was connected at the time of the alarm and did disconnect prior to the alarm. All of the bags were not properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would complete therapy with new supplies. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He had accidentally disconnected himself and reconnected. He would go over proper procedures for disconnecting with his nurse. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.